Event description:
It was reported a patient underwent a mastectomy on (B)(6) 2022 and a reservoir was used. About 150 ml had been drained, but on the next day, a defect occurred, patient had chest pain and fluid drainage accumulated in the patient's body. When the suture was removed that affixed the drain and drain was tried again, it started sucking. The surgeon considered that since it was sucking until the reservoir was changed, it was unlikely that the cause was only the fixing thread. Further details are not provided. It was noted no surgical intervention was performed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Can you identify the product code and lot number of the faulty reservoir that was changed? The product code is 11163 and the possible lot number is ju0421. Were there any quality issues with the 2229 blake drain? If yes, please clarify what the issues were? The drain was not replaced and continued to be used. Did the second reservoir function properly upon activation? When it was changed to a new reservoir, suction stopped and fluid drainage accumulated in the patient's body. When the fixing thread was removed and was tried again, it started sucking. If no, please provide product code and lot number of the second reservoir: the product code is 11163 and the possible lot number is ju0421. Please explain what is meant by ""fixing thread"" what part of the drainage system are your referring to (drain or reservoir)? Are there pictures available? The drain was fixed with a suture, but it was unknown where it was fixed. Was there any medical or surgical intervention performed to treat the patient (product removed; re-operation)? If so, please specify. No. Please clarify the number of products involved in the event and how many to be returned (how many drains and how many reservoirs)? The qty of product involved is one affected drain will be returned. No further information will be provided." The patient complained of chest pain, and then accumulation of drainage was confirmed. The procedure was completed without drain replacement or additional surgical invasion. There is no problem with the patient's condition. The patient was already discharged from the hospital without extension of hospitalization period. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was a surgical intervention performed after initial surgery to address the suture which affixed the drain? Please describe in detail and was the suture external to the body? How was the patient treated for chest pain and accumulation of drainage? Note: events reported on mw# 2210968-2022-02561. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was a surgical intervention performed after initial surgery to address the suture which affixed the drain? - no additional surgical invasion was performed. Please describe in detail and was the suture external to the body? No further information is available. How was the patient treated for chest pain and accumulation of drainage? The fixing thread was removed. The procedure was completed without drain replacement or additional surgical invasion. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.